Event description:
It was reported, that the patient presented in clinic, due to an inappropriate shock received from implantable cardioverter (ICD). It was noted, that the inappropriate shock was delivered, due to the ICD misinterpreting an atrial tachycardia rhythm as ventricular tachycardia. This inappropriate shock, then induced an actual ventricular tachycardia rhythm, which the ICD appropriately terminated. Further information was requested, but not received.